Event description:
It was reported that the patient was experiencing episodes of dizzy spells. The right ventricular (rv) lead was oversensing which resulted in failure to pace. Interrogation of the patient's device was performed and the right ventricular (rv) lead had high lead impedance over 3000 ohms which indicated a fracture. The patient's device was switched to unipolar mode causing pectoral muscle stimulation. The rv lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).